Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the external insulation was abraded at 6.4 cm to 6.7 cm from the connector pin, due to friction with device can. The outer coil was exposed in the same area. The insulation was damaged at 23.0 cm, 23.5 cm and 25.0 cm from the connector pin. The abraded outer insulation may have contributed to the reported noise problem.

Event description:
It was reported that the right atrial lead exhibited noise. The lead exhibited decreased impedance with shoulder rotation. The lead was explanted and replaced.